Event description:
Ivc filter delivery system wouldn't advance over wire. Delivery system removed. New ivc filter opened and deployed. The old ivc filter was inspected and in delivery sheath. No harm to patient.